Event description:
It was reported that the pacemaker battery had allegedly prematurely depleted. The pacemaker was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Event description:
It was reported that the pacemaker battery had allegedly prematurely depleted. The pacemaker was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.